Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.50 x 28mm stent delivery system catheter was returned for analysis. A visual examination of the stent found stent damage. Struts in the very proximal region were lifted from the crimped stent position. Stent struts in the distal region were flattened and bunched. The undamaged stent outer diameter was measured and the result was this is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 23-apr 2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in severely tortuous and severely calcified distal left anterior descending artery (lad). Following pre-dilatation with a 2.5mm x 20mm balloon catheter, a 2.50 x 28 synergy drug-eluting stent was advanced for treatment but failed to cross the lesion. The procedure was completed with a different device. There were no complications reported and the patient status was stable. However, returned device analysis revealed stent damage.